Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. The brk needle/stylet assembly was also returned; a piece of blue, plastic skived material was attached to the needle tip. Resistance was noted near the distal end of the dilator when a brk needle/stylet assembly from current inventory was advanced through the returned dilator and sheath. The dilator tubing was cut lengthwise and a build-up of skived material was noted at the distal end of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The brk needle instructions for use (IFU) states, ¿do not alter this device in any way.¿ the cause of the skiving and needle insertion difficulty is consistent with not following the instructions for use. The swartz braided IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During the transseptal procedure, plastic particles were noted at the tip of the needle. During preparation, the introducer was flushed without any obstruction observed and the needle with stylet was advanced through the dilator smoothly. However, when inserted to the right atrium (fo approach), resistance was noted before the curve tip. Upon removal of the introducer and needle, a plastic particle was noted at the tip of the needle. Another introducer and another non abbott (medtronic) needle were used to complete the procedure with no consequences to the patient.